Event description:
It was reported that pump experienced repeated malfunction alarms with code 12 and associated fault, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump while aware of backup insulin methods if needed, and technical support arranged shipment of replacement pump with updated software.